Event description:
Implant date: 2007. Male. History: prior instrumented posterolateral fusion 2006. It was reported that the patient underwent a seven level alif from t11-s1 using rhbmp-2/acs, cancellous allograft chips, grafton and ovoid titanium mesh cages. Approximately one week post-op, a surgical intervention was performed to I&d a collection of fluid that had formed anterior to the lumbar spine. Gelfoam was coated over the surface of the anterior vertebral column from t11-s1. Grafton and allograft chips were implanted within the interbody devices.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Post-operative CT scans were reviewed, which demonstrated an apparently an accumulation of fluid which does not communicate with the vertebral column or disk spaces, and appears to be unrelated to the user of any medtronic product. We are unable to determine the definitive cause of the reported event. Nevertheless, we are filing this medwatch for notification purposes.